Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment was performed which confirmed that the motor will not hold the burr, therefore, the reported condition was confirmed. This was due to normal wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unknown surgical procedure the motor device had "burr issues". There were no delays to the planned surgical procedure as a spare identical device was available for use. No patient harm, adverse outcome or injury was alleged. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.